Manufacturer narrative:
B3: b3: the peritonitis occurred on an unknown date. B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy pd effluent. The cause of the event was unknown. On an unknown date, the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing), meropenem injection (1g, intraperitoneal, once a day, ongoing), and amikacin injection (125mg, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.